Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic and/or phrenic nerve stimulation from the left ventricular (lv) lead in one particular pacing configuration. Reprogramming was performed to resolve the stimulation and the lead remains in use. No further patient complications have been reported as a result of this event.